Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pocket infection and the pacing system was removed. The patient was treated with antibiotics and a temporary pacemaker. A new pacing system was later implanted. No further patient complications have been reported as a result of this event.